Manufacturer narrative:
(B)(4). Device evaluated by MFR. :returned product consisted of a emerge balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. A longitudinal tear was identified in the balloon wall. The portion of wire lumen inside the balloon was flattened. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-feb-2017. It was reported that balloon leak was encountered. A 1.50mm x8mm emerge¿ balloon catheter was selected to dilate the lesion. However, it was noted that the balloon was leaking. The procedure was completed with another of the same device. However, returned device analysis revealed balloon torn longitudinally.